Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the clips were not advancing. The case was completed with a second device. There was no patient consequence.